Event description:
It was reported that a user experienced repeated hypoglycemia while using the ilet pump, characterized by near-immediate lows after meals following improper meal announcements and sequential infusion site failures, which led to maladaptation of meal bolus sizing and subsequent cycles of low, carbohydrate correction, rebound hyperglycemia, and additional lows; the user later performed a factory reset and reported resolution of the issue. Symptoms included hypoglycemia with blood glucose levels below 40 mg/dl, occurring for about an hour at a time, with awareness and no loss of consciousness. Outcomes included self-treatment with oral glucose, receipt of device low and urgent low alerts, no need for third-party assistance, and no professional medical intervention or hospitalization. Investigation included user interview and troubleshooting and education focused on correct meal announcement practices and site management. Investigation of this case revealed user-related factors of incorrect meal sizing and infusion site failures that contributed to excessive post-meal insulin delivery, with the device functioning as designed after reset. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and infusion site issues, with device behavior consistent with design.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.